Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product, where the home patient was connected during prime with the supplies from the previous therapy during the dwell stage 1 of 4. This complaint is confirmed because reuse of supplies is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting a with a power failure the previous night in the last cycle on a home choice (hc) and the home patient (hp) reprimed with the same supplies with the supplies from the previous therapy. The hp was connected during prime. The hp drained and wanted to end therapy in dwell 1 of 4. The technical service representative (tsr) assisted the hp to end therapy and advised to contact the registered nurse (rn) regarding connection during prime and reusing the same supplies. The hp would call back with questions or problems. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the home patient (hp) power failure, connection during prime and reusing of supplies, she did recall talking to the hp about a power failure, but was not aware the hp was connected during prime or the reuse of supplies. The pdn stated she would follow up with the hp regarding this to advise him on the proper procedures. The pdn stated the hp had been in that week and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.